Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the implantable neurostimulator (ins) was not put in the correct place and was ¿isn¿t working¿, was not helping the patient, their back was ¿so hot¿, and that they were in ¿so much pain.¿ it was also noted that the ins heated up during the recharging process. It was further reported that the doctor wanted to do shots in the shoulder but the patient did not want that. On (B)(6) 2017, a revision occurred where the ins was moved by the physician. The patient stated that the anesthesia did not work, that it felt like ¿needles going in the butt¿, and they were screaming their ¿head off¿ during the procedure. On the same date, that the ins was turned up so high it was vibrating so they turned it down. In addition, the recharger was overheating at ¼ charge after charging 40 minutes which had occurred since implant of the ins. The device was also shaking the patient¿s leg and they needed someone to calibrate it as it was ¿not working fully.¿ at the time of report, the patient was crying and upset because they were in so much pain. The patient noted that their doctor discharged them and would no longer see them as a patient and did not know what they did to cause this.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer that they were leaving the house and their right leg was tingling very bad; once they placed the handheld unit on the implant, they were able to turn it down and were fine. The exact date of this event was not provided. They contacted the nurses and manufacturer reps who told them that they were still in acute state and that they did not need to be using the device at the time, so patient turned the device off. Patient went for their follow up appointment with their hcp and the rep to have their device recalibrated and assistance in the best way to charge it. Patient stated that as of (B)(6) 2017, they had no complaints about the unit or device, other than it took quite a while to recharge the implant. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient had poor coupling while recharging. The patient reported that no matter what they do they push the antenna against their back so hard. The highest number of bars the patient can get is 2. The patient saw a manufacturer's representative (rep) at their post-surgery follow-up appointment in (B)(6) 2017. The rep was able to get full bars. The patient stated that they sat on it for about 5 hours and only changed to a quarter. It was reviewed that the poor coupling could be the reason why it takes longer to charge. The patient also mentioned when they went back for the appointment they were scolded for using the recharger on an unhealed wound. The patient reported that they would sit on the recharger and it would heat. The patient was walked though troubleshooting and was resolved by repositioning the antenna. The patient had been placing the antenna directly over the incision. It was reviewed how coupling correlates with charge time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.